Event description:
It was reported that a sleek product had 'broken in two'. No further clinical information relating to the procedure or when the break occurred was made available. The physician was conducting an angioplasty in the tibial artery. When attempting to remove the savvy long balloon catheter of the body, the catheter broke in half and separated. There was no patient injury reported. The lot number is not available, however, the product will be returned for analysis.